Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device, including the following: ¿ breakage of the suture anchor can occur if the insertion site is not prepare with the recommended drill prior to implantation. ¿ ensure the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. ¿ use of excessive force during insertion can cause failure of the suture anchor or insertion device. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during elbow arthroscopy, it was decided to pass an osteoraptor implant, the brocade was performed but at the moment of impacting, the implant was fractured. The device was removed and another titanium implant was used with no significant delay or other complications. Patient's health condition is stable. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.